Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the patient's arm for between 1 and 4 hours. As treatment, a new pod was applied.